Manufacturer narrative:
(B)(4). Report source: brazil. Concomitant medical products: cat #: 00875305801/ 58mm o.d. Size ll porous uncemented with cluster holes shell use with ll liners/ lot #: 65417801; cat #: 00771101100/ femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset/ lot #: 65309302; cat #: 00877503203/ bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14/lot #: 2990975. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that while the patient was being transferred from the operating table to the stretcher, the prosthesis deflated, and a revision procedure was required. The liner, shell, stem and head components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the patient was being transferred from the operating table to the stretcher, the prosthesis dislocated, and a revision procedure was required. The liner, shell, stem and head components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The femoral head component was removed and replaced during this procedure.